Event description:
It was reported that the lead was explanted due to inappropriate therapy and inappropriate sensing, it was also noted that there was no capture and an 'exit block'. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead analyzed. It was reported that the lead was explanted due to inappropriate therapy and inappropriate sensing, it was also noted that there was no capture and an 'exit block'. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, capture, failure to, interference, oversensing, shock, inappropriate.